Event description:
It was reported that during a coronary stenting treatment procedure, balloon removal difficulties were encountered. The physician successfully delivered and deployed the liberte bare otw 16/4.50 mm stent to the target lesion, but experienced difficulty removing the delivery system. The lesion being treated was located in the left main (lm) coronary artery. Once the balloon was successfully removed it inflated and deflated properly. The procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as 'good'